Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device does not confirm the cracking but did find breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Examination of the returned device revealed the poly impaction head component was chipped around the outer edges, not cracked. The impaction surface exhibits significant deformation, scratches, and nicks from repetitive impactions over time. The nylon impaction head is shaded yellow and discolored indicating numerous decontamination cycles and heavy usage. The overall condition of the device indicates heavy wear over many years in the field. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spec 2 tibial impactor was cracked. No surgical delay.